Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure. According to the complainant, after taking a biopsy specimen the device got stuck in the scope. The device, along with the scope, were removed from the patient. Upon removal of the device and scope, the physician noted the device got stuck near the elevator of the scope. Damage was noted to the jaws. A second scope and another radial jaw 3 single-use biopsy forceps device were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure. According to the complainant, after taking a biopsy specimen the device got stuck in the scope. The device, along with the scope, were removed from the patient. Upon removal of the device and scope, the physician noted the device got stuck near the elevator of the scope. Damage was noted to the jaws. A second scope and another radial jaw 3 single-use biopsy forceps device were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed damage to the sheath jacket. The device riveting and welding was evaluated and met product specification. Functionally, the forceps were able to be opened and closed within specification. The condition of the returned incident device was not consistent with the complaint that the jaws were damaged. However, there was damage to the sheath jacket. The dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Do not use the device if the product or packaging is damaged. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.